Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2025, an 80-year-old woman was admitted with chest pain and shortness of breath. She was taken to the cardiac catheterization laboratory on the same day for a diagnostic left heart catheterization, which revealed multivessel coronary artery disease. An intra-aortic balloon pump was placed with one-to-one support, and the patient was referred for surgical evaluation. After evaluation by the surgical team, the patient was determined not to be a surgical candidate. On (B)(6) 2025, the patient was returned to the cardiac catheterization laboratory for a complex percutaneous coronary intervention with impella support. At the conclusion of the procedure, a hematoma was noted around the vascular sheath. Due to concern regarding the hematoma, the physician elected not to use vascular closure devices. A small perforation at the vascular insertion site was identified, and a stent was placed in the femoral artery. The impella device was removed, and the patient was transferred to the intensive care unit. No additional adverse clinical effects were reported

Manufacturer narrative:
Corrected information has been provided in b7